Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap. Abdominoperineal resection event description: about halfway through the procedure, one of the seals from the trocar ports dislodged and fell into the patient. The surgeon was able to remove the seal from the patient. It was mentioned that [competitor's product] may have dislodged the seal. "Additional information was received on friday 7/27/2017 at 10:21 by telephone from (B)(6), sales representative an air seal trocar was through the gelpoint at the time. However, it was not being used as an active working port. If we get the seal back, it might not be from the gel point, but it could be from the air seal trocar instead. The air seal was being used stabilization" type of intervention: completed the procedure the with same device. Patient status: there was no harm to the patient.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed that one of the 10mm sleeves had a dislodged shield, as well as a fragmented septum. Scratches were observed on the dislodged shield. Based on the condition of the returned unit and the description of the event, it is likely that the shield was dislodged by an instrument that was used during the procedure. Based on the damage that was observed on the dislodged seal, it is likely that an instrument caught on the shield during insertion and dislodged it from the trocar sleeve. The instructions for use (IFU) states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers", and "all instruments should be centered axially when inserted through the seal for easier insertion." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.